Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 35.2-35.8cm and 36.9-37.5cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 8.5-9.2cm and 26.9-28.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.